Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma-late.

Event description:
Patient representative reported for right side "intense pain", " suffering psychological shocks since the news of the recall", "a small amount of homogeneous liquid in its posterior aspect", "thickening and enhancement of the capsule, suggesting capsular contracture grade unknown". Also reported "simple cyst" which is not related to the device. Device has been explanted.